Event description:
It was reported by the contact person the device was used during a breast biopsy. It was reported the radiologist deployed the clip per protocol. As she tried to remove the clip applier, it stuck. Increased force was applied in order to remove it. The radiologist inspected the end of the applier and ordered the post films taken. On the post films it was noted the clip and the metal end of the clip applier remained in the breast. As of the time of the report, the pt had not been informed. The new probe (p1175) was being used with the c1530 clip.